Event description:
Corrective reports actions required on event in MDR report did not reflect cover page as serious injury reportable.

Manufacturer narrative:
Corrected data: b 1 corrected as event is serious injury reportable and follow up report did no reflect the correct data.

Event description:
No product was returned. Sme signed off on report and summary on engineering practices in h 10.

Manufacturer narrative:
Other, other text: the investigation of the complaint was limited because no sample was returned. Customer is claiming cuff leak. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Each cuff shall be also tested by customer prior use as per instruction for use lls10001031-001 rev. 100, page 3, instruction for use section, point 1: "the integrity of the cuff and inflation system should be checked prior to insertion". Root cause of this incident remains unknown because based on information which were provided it is not clear when the cuff leak was observed - prior use (identified during inflation test which is described in IFU) or during use (after inflation test). No trend of confirmed complaints in relation with this issue was identified.

Event description:
Information received that a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) was defected during thoracic surgery with defective cuff. A new device was implemented during airway placement. This was a compromising airway control and interruption.